Event description:
Add'l info received on 02/27/2015. Subj: maude number mw5037731 - update on air leaks into the medtronic 530g insulin pump. Dear ms (B)(6), please accept my further submission of the most recent exhibit showing air bubbles in the insulin pump cartridge of my medtronic pump. I would appreciate status on the FDA investigation of this problem. The size of the bubble in this sample should give real cause for alarm. Note my change of address and phone number. Thank you. Respectfully, (B)(6).

Event description:
Add'l received from reporter on 9/16/2014: this is a very important problem I have been having with my medtronic 530g insulin pump. It is getting air bubbles in the reservoirs in almost every one I use. They are not there when I load them into the pump and I follow the instructions meticulously. I check for bubbles in the tubing as well. This has been going on for a good number of months, maybe the whole time I had the pump since last winter. It may have been going on or a good while before I discovered it. I used to only check the tubing for air when my glucose levels went way up, but oftentimes the air has already made its way through the line. Now I know where the air is coming from. It has to be coming in through the two o-ring seals, as the rest of the system is under positive pressure. The bubbles seem to appear after about one to two days. Today I found over three units of air in my tubing after my sugar level went to 380. That reminded me to write this letter. I raised this problem several times to medtronic and they elevated it to the research department. I sent them numerous samples. I asked for the results of research every time I spoke to them but never received one. I believe they are not being open with me, as I am sure other diabetics must be having this problem. In fact many may not know this is a problem. I meticulously follow the instructions of priming and loading the pump. There are never bubbles in the system when I am done priming. I wrote the FDA about this. I do not know if they will pursue this or not. I am stymied about what to do. I feel like I need to switch pumps, under the circumstances I don't feel secure with this pump. Blood glucose test result was 378. After dosing 12 units I looked at the tubing and saw air leading up to the cannula. I had been injecting air. Had I not happened to check the tubing, I would have gone over 500 mg/dl. Have sent reservoirs of FDA desires to have them. They have air bubbles in them.

Event description:
Additional information received from rptr on 03/08/2015: I am writing to you because I received no reply to my last letter to (B)(4). I am also enclosing more samples of air in the pump reservoirs, this time with one containing air in the connecting tube. My glucose level was 366 when I discovered the air in the tubing. It reached over 580 another time that I discovered air. This is a major health hazard for type 1 diabetics! I am concerned that your office is not treating the issue as such, and I request that you escalate it to a more urgent level. These samples were used at sea level, whereas my earlier samples were used at 5300 feet altitude. The problem happens with considerable less frequency at sea level, but it still happens. That might be a clue as to the cause of the problem. When the medtronic field rep came to see me a few months ago, I showed him how I load the pump. He said I am doing everything correctly. I asked him to check internally and get back to me on progress. He never got back to me. Medtronic is doing nothing of substance about correcting the defect. I need this corrected. Please help. Thank you. Sincerely, (B)(6).

Event description:
Add'l info received from reporter on 05/14/2017 for report mw5037731: a very large air bubble formed in my medtronic 530g insulin pump reservoir and got into the feeding insulin to my body. This caused an extreme spike of glucose level to 560 mg/dl, with a little bit of air still in the line when I inspected. I estimate the large bubbles displace about 10 units of insulin. This problem occurs about one in three changes of the reservoir. I filed this same complaint with FDA in 2014. I have never received any kind of update, even when I try to contact someone there. You people seem to be irresponsible. I keep getting large air bubble developing in my medtronic 530g insulin pump reservoirs after using them for about two days. It appears like many tiny, barely visible bubbles build on the side of the plastic reservoirs, then finally gather and form a large bubble, which I estimate to be about the size of 10 units of insulin. This causes extreme high glucose levels in my blood exceeding 500. It has going to stop! You have been pushed by congress, I am not quite sure how this air gets inside the reservoirs, but it does get in. This is not my fault. I let insulin warm to room temp and follow the procedures, which are also on your website. As I said in 2014 complaint, medtronic refuse to research this problem. They did a few MFR qc checks but that is not research on the cause of the issue of air getting into the reservoir over time. Medtronic just pretends there is no problem, and FDA will not look into it. I believe tiny bubbles are somehow created on the plastic wall of the reservoirs, you can see these after about one day of using the new reservoir. They may be moving through the plastic wall from outside by diffusion. Some types of plastic allow more air across its boundary than other types. I note that the ready-made 3.0 ml insulin vials are made of glass, not plastic. I suggest you check this as a starting point to research the cause and find solutions. I might add that my first insulin pump by animas, used the pre-filled 3ml cartridges and never, ever got air bubbles in them. Therefore, I suggest that if medtronic can't get rid of the bubbles, FDA then require medtronic to use glass pre-filled insulin cartridge. Another possible cause is the way the pump rotates the plunger up into the reservoir, by using a screw drive. This may be distorting the two rubber seals. Note that the seats are o-rings, with a round cross-section, whereas the slots fit into have a square cross-section. Please note also that when I manually prime the reservoir by pushing the plastic plunger straight into the reservoir (no twisting), I reduce the bubble buildup down to 1 in 3 reservoirs from every single reservoir. I also have this problem whether at sea level or at 5500 feet, where I live. Many other pump users have this problem as reported on the (B)(4) user discussion site, and the (B)(4) discussion site, plus sites in (B)(4). Until medtronic re-designs the reservoir and seats, I am sure this problem will persist. If I don't see any response this time, I will take my first submittal and this one and give it to my congressman to take action. Thank you for looking into the problem.

Event description:
Patient has been using this device for over 13 years. He knows that for them to function properly, air must be squeezed out through two annular seals before use. Six months ago device started having air bubbles after 2 days of use. When this happens, air is infused instead of insulin. Consequently, his blood glucose level goes up (up to 400 mg/dl). Patient has contacted medtronic 4 times, but no design changes have yet been made. Patient would like for the FDA to look into this.